Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer inspected the station and noted that the half-height drawer 2 had been unplugged by the user to allow the station to operate. Upon diagnosis, determined that the station's failure to start was due to a malfunctioning drawer controller 2.1. Installed a replacement controller and verified the station's operation, observing that row b was off the bus, then reseated all rowboard connections, which resulted in nominal improvement, though some issues persisted and then tested the station using hardware test application diagnostics and the application, with no further issues noted during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system main drawers 2.1 & 2.2 were not on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.